Event description:
Approximately two weeks post carotid stenting the patient suffered an intracranial hemorrhage. The information received from the (B)(4) study indicated that the (B)(6) female patient was admitted asymptomatic with a 95% stenosis in the right proximal internal carotid artery. The lesion was eccentric and with mild tortuosity. The lesion was pre-dilated. An 8 x 40mm precise pro rx stent was deployed with no malfunction or associated major adverse event. An angioguard rx was successfully deployed and retrieved. There were no technical problems or events with the angioguard. There was no presence of air bubbles. The patient was discharged two days after the index procedure with no major adverse event. The (B)(4) stroke scale score was 0. The stroke score was 0. Sixteen days after the index procedure, the patient experienced a neurological event with behavioral changes. The duration of the neurological event was less than 24 hrs. There was no presence of babinski. There was full recovery with no deficit. A CT scan showed a right parietal bleed with surrounding edema. The diagnosis of the event was of intracranial hemorrhage. The patient denied traumatic event. Repeat CT scan performed the same day showed small hemorrhagic focus measuring 6mm in the posterior right parietal lobe with surrounding area of focal edema; also generalized aging and chronic white matter change.

Event description:
Customer reported a blood glucose result of 81 mg/dl was obtained on a patient who appeared with hypoglycemia symptoms, and no treatment in regards to the result obtained was provided by the emergency medical personnel. Fifteen minutes later, a hospital device obtained a result of 23 mg/dl and the patient was treated with "detrox" "and responded as they expected him to." The case indicates that the customer was symptomatic of hypoglycemia. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.